Event description:
It was observed during the device investigation that the ultrasound gastrovideoscope tested positive for 3 cfus of micrococcus luteus, perbaccillus species, and staphylococcus warneri in the air/water channel and 1 cfu of staphylococcus epidermidis in the auxiliary water channel.

Manufacturer narrative:
The device was returned to olympus for inspection. Sampling date: (B)(6) 2025. Sampling from: elevator wire channel. Cfu: 1. Bacterial identification: staphylococcus species. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found upon initial testing by olympus. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the instructions for use which state: gf-uct260 reprocessing manual and gf-uct260 operation manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.